Event description:
The left side of the headboard allegedly broke apart from the bed and the crank fell off. The consumer was in the bed at the time the headboard allegedly fell off, but was not injured.

Manufacturer narrative:
MFR received a medwatch report #1067840001-2010-8001. Device has been in service for 3 years with no reported incidents. The info indicates a headboard broke apart from the hospital bed. The pt was in the bed at the time of the incident and no injury is reported. Product has not been retuned for eval at this time. It's unclear if the bed was recently moved, or potentially impacted disengaging the headboard from the frame. No history to suggest a product problem. MDR filed as a conservative measure.